Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were episodes of sinus tachycardia and that the device withheld treatment based on wavelet. During the episode the percent changed and the patient received defibrillation therapy for the sinus tachycardia. The device remains in use. No further patient complications were reported as a result of this event.